Manufacturer narrative:
Pump received with broken battery tube thread, corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, loose/protruded drive support disk, end cap broken off and minor scratches on display window noted.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.